Event description:
When the tech went to "load" the ring, everything went as usual, however the surgeon went to deploy the ring inside the patient eye, it deployed incorrectly. Due to it coming out the wrong way, our surgeon had to remove the ring and place another ring.